Manufacturer narrative:
Pump received with loose/protruded drive support disk and cracked reservoir tube lip. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during prime. The blood glucose at the time of the incident was 116 mg/dl. Troubleshooting was performed. The insulin pump was not bumped or dropped and the drive support cap was normal. It was advised the insulin pump would be replaced and to revert to a back-up plan. The device will be returned for analysis.